Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack near battery compartment, cracks around display windows and bad response with keypad.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unlock connector noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and missing the end cap sticker.